Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sleep mode had been activated before scheduled time. Upon review of pump data, tandem technical support found evidence that sleep mode was activated by user. Customer understood acknowledged user error. There was no reported impact to blood glucose.